Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected button error alarms were noted. All buttons functioned properly. However corroded keypad traces were noted during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked case at the lcd window corners, a cracked lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer reported a button error alarm while attempting a quick bolus. He stated his buttons was stuck, leading to the button error alarm. The customer's blood glucose was 194 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.